Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a nurse reported a patient to not be satisfied due to poor vision, and no clarify for near vision. The lens was exchanged for another model.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified. The lens was returned in a contact lens container in solution. The optic has extensive damage which made it impossible to conduct a check for the optical resolution or the diopter of the lens. The root cause could not be determined for patient not satisfied, poor vision, clarity for near vision, and combined vision issues. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).